Manufacturer narrative:
(B)(4). Product does not return for evaluation yet. Most likely underlying root cause of malfunction:user's test strips had a poor storage(kitchen).

Event description:
Consumer reported complaint for low blood glucose test results. The customer is concerned with tests results from results obtained of 70 and 75 mg/dl. The customer's expected fasting blood glucose test result range is 90 to 130 mg/dl). The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. The product is not stored according to specification, customer stores product in the kitchen. The test strip lot manufacturer's expiration date is 07/27/2018 and open vial date is (B)(6) 2016. The meter memory was reviewed for previous test result history: (B)(6). The customer has not made any recent changes in the diet, exercise regimen, or medication. The customer is testing three to four times a day (fasting). The customer is storing the meter and test strips in the kitchen; informed the customer of the proper storage recommended by the manufacturer.